Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels; values were not provided. Low bg causes were not known. Paramedics administered glucagon to address one of the low bg events. The customer declined to perform further troubleshooting with tandem technical support.